Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure conducted at the user facility the device was experiencing higher temperatures than normal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
Follow-up report to submit investigation results.

Event description:
It was reported that during a procedure conducted at the user facility the device was experiencing higher temperatures than normal. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event